Manufacturer narrative:
Sample evaluation: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received in the original package. The samples were visually and functionally inspected. During functional inspection, leaking was detected between the connection of the tubing line and the cross-spike connector. The reported condition is confirmed. The root cause and action plan will be documented through a formal investigation; a corrective and preventative action was opened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the enteral feeding sets are leaking beneath purple spike for the past couple of months. The staff estimates 50% of the product.